Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-05012.

Manufacturer narrative:
Evaluation: results: product was received with the lead anchor's locking tab being broken. No functional testing was performed due to the damage of the locking tab on the lead anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.